Manufacturer narrative:
The customer called back into technical support for further troubleshooting. The remote service engineer (rse) and the customer discussed the differences in 1st vs 2nd generation (gen) user interface (ui) assembly. The customer stated he thinks his has a 2nd gen. The rse reviewed the serial number and advised the customer it was manufactured with a 1st gen but to inspect the inside of the ui assembly to verify. Advised that if it is a 1st gen that the entire 2nd gen ui assembly is available. The rse provided parts ID for the 2nd gen ui assembly. This investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that when powering on the device, the screen was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the liquid-crystal display (lcd) but still had a blank screen; requesting onsite service to have device evaluated and repaired. The rse created an onsite service to have device serviced. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.